Event description:
The device returned for a vr assembly failure. Device could not pass a mock infusion as the vr could not turn. When the motor was removed to re-position, it was discovered the gear was spinning much more freely than it should. A new motor was installed and the pump is now passing all vr related functional testing. It was also found the ipc tubing was mis-assembled as the glue from the midway connection has damaged the wire of the set ID.

Event description:
The following has been reported: this came in with the cassette clamps unable to be released. Used the emergency release then attempted an infusion where it failed. There is an issue with the mechanism that indexes the flow dial. No report of patient harm or of the issue stopping an active infusion. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.